Manufacturer narrative:
The device was not returned for evaluation.

Event description:
It was reported on a post on social media that the patient had two implants that failed. Patient underwent a revision surgery with a fusion and reported that big toe is now half an inch shorter. The patient reports falling frequently.